Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).   Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 5 and 6 (counting from the proximal end of the stent) were slightly damaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-mar-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. After a non-bsc guide wire crossed the lesion, a 2.50 x 32mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross. Another 2.5 x 24mm synergy drug-eluting stent was advanced and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.